Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) / 1650de / manufacturing date: 06/24/2016 / expiration date: 06/30/2017 (B)(4). Battery - (B)(4) / 1650de / manufacturing date: 06/24/2016 / expiration date: 06/30/2017 (B)(4). Battery - (B)(4) / 1650de / manufacturing date: 06/24/2016 / expiration date: 06/30/2017 (B)(4).

Event description:
It was reported that there was switching of the battery to the other port although there were three light emitting diode (led) lights. Batteries were exchanged. The controller will not be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the returned battery passed visual inspection and functional testing. Additional devices reported: (B)(4). D10:yes, 2017-10-24 h3: yes h6: FDA method code(s): 3372, 10, 23, 38 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 the returned battery passed visual inspection and functional testing. (B)(4). D10:yes, 2017-10-23 h3: yes h6: FDA method code(s): 3372, 10, 23, 38 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 the returned battery passed visual inspection and functional testing. (B)(4). D10:yes, 2017-10-23 h3: yes h6: FDA method code(s): 3372, 10, 23, 38 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 the returned battery passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any anomalies near the reported event date. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported event was not confirmed. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.